Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was intended to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. Prior to the procedure, upon receipt, the inventory representative opened the product box and found the sterile pouch inside was unsealed and contained no device. There was no evidence of packaging damage, suggesting the product may have been shipped without a device. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.